Manufacturer narrative:
No further info was provided. Review of the maude report did not reveal reporter info and/or info related to the device. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis and since no info related to the reporting facility has been provided to obtain further info related to this report. Info has been added to the database for trending purposes.

Event description:
The company received notification via voluntary report (B) (4). Info in the report states the following "during pt rounds, a clinician found a pt unresponsive to noxious stimuli and with sp02 readings of 40% and noted agnol breathing." The report indicates that the device did not alarm during the low saturation event. The report states the alarm limits were set at 85 for low level with a volume of 8. The event turned into a code blue. It was reported that the pt was intubated with a unspecified tube and transferred to (B) (6). No further info was provided.